Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cord had been damaged and the wired were exposed. The power cable was replaced.. The system then passed the system checkout and was found to be fully functional. The power cable was returned to the manufacturer for analysis. Analysis found that the lemo connector had been pulled free of the cable. The cable was not otherwise frayed or damaged. Analysis found that the reported event was due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem power and communication cable was frayed and damaged. It was reported that there were exposed wires. There was no patient present when this issue was identified.